Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death was cardiac arrest, organ system failure, and renal insufficiency. On (B)(6) 2015, the customer was nauseous, though he had the flu. On (B)(6) 2015, the customer was hospitalized. The customer had dka (diabetic ketoacidosis), renal failure - the kidneys were shutting down, and had a heart attack. The customer also had pneumonia. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump three days prior to passing away; the device was disconnected from the customer on (B)(6) 2015. The caller stated that on friday the insulin pump was empty, the customer had not changed it before, had a heart attack and did not know it. He was on intravenous drips. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.